Event description:
The facility reports two staff members were moving the resident from the bed of the chair. During the transfer, the left leg came unhooked and the resident fell to the floor. The resident suffered a hip fracture, a contusion on the temporal lobe, and a subdural left perietal. The resident passed away a few days later.

Event description:
The facility reportes two staff members were moving the resident from the bed to the chair. During the transfer, the left leg came unhooked and the resident fell to the floor. The resident suffered a hip fracture, a contusion on the temporal lobe, and a subdural left parietal. The resident passed away a few days later.